Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief. The patient had declined reprogramming and has elected to manage their pain with medication. It was additionally reported that during the patient's trial with evoke scs, the patient reported minimal pain relief but the patient elected to proceed with the permanent implantation. The patient did not prefer the stimulation sensation and charging requirements; the evoke scs system has been switched off for the past 24 months.

Manufacturer narrative:
The evoke scs system remains implanted. The root cause of the inadequate pain relief cannot be definitively determined. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include inadequate pain relief following system implantation.